Event description:
Omron (B)(4) consistently produces blood pressures that are substantially lower than manual blood pressures with a calibrated tycos aneroid sphygmomanometer. The unit has fresh batteries and is being used according to instructions. Sbp typically runs approx 10-15 mmhg higher than manual bp; dbp typically runs approx 8-12 mmhg higher.